Event description:
Staff were cleaning patient up when the inspiratory tubing and filter popped off the ventilator. Rn called rt and then ventilator light reading read "ventilator inoperative". Immediately, the patient was taken off the ventilator and bagged patient until new ventilator was brought up.